Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Only the top portion of the cannula with the circular seal was received. The circular seal was cut. The condition of the product precluded functional testing. Replication of the observed damage may occur as a result of a sharp instrument making contact with the circular seal. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy procedure. An air leaking sound was heard. Confirmed the seal cracked. Another trocar was opened to complete the procedure. There was no patient harm. The status of the patient is no problem.